Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate report of 1818910-2019-104462. 1818910-2019-104402 is being retracted as it is a report duplication. 1818910-2019-104462 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken pinnacle trial liner, unknown how this occurred. Item was flagged during the sterilization process as broken.